Event description:
It was reported that tubing at the end of luer lock of the infusion set was snapped, which interrupted the insulin delivery. The event occurred during the infusion procedure. The patient experienced a raise in blood glucose level, however there are no further patient harm reported.

Manufacturer narrative:
D4 - lot # is blank as the lot number is unknown. H4 - device MFR date is blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.